Event description:
Pump noted to underdeliver during routine preventative maintenance testing. With expected volumes of 10ml, both primary and secondary delivery measure 7ml. No reports of any pt incidents while the device was in clinical use.

Manufacturer narrative:
The pump passed performance verification testing within product specification. The frequency of death or serious injury reports for code 100 (accuracy general) for lifecare 5000 products is <0.01/million sets.